Event description:
I began seeing black particles in the humidity reservoir on my philips dream station CPAP machine in (B)(6) 2022. My pulmonologist told me stop using the philips machine immediately. I also began to have afib symptoms in (B)(6) 2022. My gp and cardiologist said I needed to use the CPAP machine every night to prevent the sleep apnea related afib symptoms. I am also experiencing pulmonary hypertension. I had registered my recalled device with philips on (B)(6) 2021. The only actual information that I have received from repeated phone calls with the philips CPAP consumer line is that they are working on it and should have the majority of the devices replaced by the end of the year. My only current options are to sacrifice my health while waiting for an indeterminate amount of time for philips to replace my device or to spend my own money again on a new non-philips device that I can get immediately. Why shouldn't philips pay for an alternative new device if they cannot supply a replacement philips device? Why do I have to sacrifice my health due to their issue? What can you do to correct this situation? FDA safety report ID# (B)(4).